Event description:
Pt infusing a 500ml/hr bolus out of a liter bag on pump #: (B)(4). Rounder noted 57gtt/min, which would be 342ml/hr. However, it should be 83 gtt/min. Bolus changed to another pump #: (B)(4). Expected an extra ~200ml to be found at completion of bolus, however bag was dry as it should be. Third round on room, rn reported doing another 500ml bolus but this time she had to repeatedly add volume as the infusion would stop before bag was finished.